Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, the "needle and syringe separated and the product exploded." Patient contact was made, but no injury to patient, staff, or injector was reported. The packaged needle was used. This was confirmed the initial use of the syringe.

Manufacturer narrative:
Laboratory analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, the "needle and syringe separated and the product exploded." Patient contact was made, but no injury to patient, staff, or injector was reported. The packaged needle was used. This was confirmed the initial use of the syringe.